Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. No unique device identifier (model or serial number) was provided. The information in section d4 was selected arbitrarily based on the product description provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that approximately 57 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. If information is provided in the future, a supplemental report will be issued.